Event description:
It is reported, small hole in the stretchy part of the alaris tubing. Description: incident 1: noticed a puddle of fluid on the floor around the IV pump. Upon further inspection it was found to be tpn dripping from the bottom of the alaris channel. After changing the tubing and examining the old tubing it was coming from a small hole in the stretchy part of the alaris tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.